Event description:
During the procedure the guide wire could not cross a totally occluded obtuse margional vessel lesion. The guide wire became prolapsed and the spring coils stretched and knotted. During eval of the returned device it was determined that the core wire had fractured. Although no pt complications or injuries were reported during this procedure, it has been determined that core wire fractures may cause an adverse event if it were to recur.